Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild calcification. The 2.5 x 15 mm trek balloon was advanced; however, the balloon ruptured during the first inflation of 6 atmospheres (atm), for 10 seconds. A non-abbott balloon was used for further dilatation and a 2.5 x 18 mm xience v stent was implanted to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail jl3.5. Factors that may contribute to a balloon rupture include, but are not limited to, manufacturing deficiency (such as damage to the balloon during the processing of the balloon material) or from use of the device. During use there can be an interaction with anatomy and/or accessory devices, which can damage or weaken the balloon material and lead to rupture during inflation. To ensure this type of damage is not a result of manufacturing, all balloon catheters are leak tested on-line and a sampling of units from all catheter lots are rupture tested prior to release. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. Reportedly, the lesion was 90% stenosed with mild calcification which may have contributed to the inflation difficulty; however, this cannot be confirmed. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot indicating that all lot release testing met manufacturing criteria. In this case, without the product to examine, a conclusive cause for the reported difficulty could not be determined. There is no indication of a product quality deficiency.